Event description:
Upon transfer from the bed to wheelchair pt slipped off the side of the bed when the bed shifted, and bed was noted to be unlocked. Patient is post open reduction and internal fixation right femur... Physician notified of incident. Investigation of bed function by co's biomed and hillrom service tech revealed that blinking light indicating bed lock not on goes off when bed is not fully locked. Composer of report noted "brake on" prior to fall. Hillrom performed investigation 8/17/01.